Event description:
It was reported that balloon failed to deflate fully requiring intervention. The 90% stenosed target lesion was located in the mild tortuous and mild calcified vessel lower extremity /peripheral artery. A 7.0 x 40mm, 135cm ranger (dcb) balloon catheter was advanced for dilation. During the procedure, the balloon was inflated to 14 atmospheres (atm) for 3 minutes. It was noted that only half the balloon deflated. The device was removed by cutting down, and the procedure was prolonged. There were no patient complications as a result of this event.